Manufacturer narrative:
The reported event cannot be confirm via laboratory analysis.

Event description:
Device 1 of 2: reference MFR report: 1627487-2019-04778. It was reported the patient's drg system implant procedure was abandoned. Reportedly, one lead was compromised with blood in the lead at the distal end. The dr requested another lead and had difficulty placing the lead due to scar tissue. The dr then decided to abandoned the procedure and no products were implanted in the patient. Follow up information obtained confirmed there were no further issues.